Event description:
During first half hour of hemodialysis, home dialysis patient noticed leak in venous tubing near the dialyzer connector. No machine alarm occurred. Pt wrapped paper around the leak and continued treatment. Paper was changed three times during two hour treatment. Pt reports estimated blood loss of 60cc. No pt injury or need for medical intervention is reported.